Manufacturer narrative:
Weight -race:unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5 12.1 implantable collamer lens of -8.00 diopter was torn/brocken during injection/ delivery into the patient's left eye (os) on (B)(6) 2022. The lens had patient contact with no patient injury. The lens was not implanted. A replacement lens of the same model, size and diopter was implanted and the problem was resolved. Cause was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).